Event description:
It was reported that before an unk procedure, there was an open sealed package. When the package was opened, it was noticed that the primary package (blister) was badly sealed. The product was not used another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.